Event description:
The customer reported an axsym bhcg result of 59 mlu/ml on a pt. A rapid serum test for bhcg was performed yielding negative results. The physician does not accept the axsym bhcg results on this pt. Sample was retested using an alternate test methodology (chemiluminescence) yielding a result of less than 5 mlu/ml. No treatment was offered to the pt. No impact to pt management was reported.